Event description:
It was reported that undersensing was noted on the  right atrial (ra) lead during atrial fibrillation (af).  Rising and variable thresholds were also noted on the right ventricular (rv) lead.  Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: w2dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.